Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the battery compartment was found to be cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 01/27/2017 with the following results: pump was returned with the battery compartment cracked starting at the threads to the left side of grip pad and from case seal traveling to grip pad. Bolus button cover is torn- still operable. Battery cap threads are stripped and cap is unable to fit to returned pump or a test pump. Test cap was able to fit for testing. Audible alarm operates intermittently. Opened pump- piezo contacts were found to be misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.